Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a low reading from their adc freestyle libre sensor. Customer reported a reading of "lo" (below 2.2 mmol/l) which was lower than lab reading of 9 mmol/l. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for all fs libre sensors within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed f and showed no anomalies or non-conformance that could lead to the complaint. A tripped trend review was completed for the reported complaint and fs libre sensors, and found no trips. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving a low reading from their adc freestyle libre sensor. Customer reported a reading of "lo" (below 2.2 mmol/l) which was lower than lab reading of 9 mmol/l. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.